Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, it was reported that the patient's tibial insert fractured. As a result, the patient underwent a right knee revision approximately 1 month after initial implantation. No further patient impact reported. No further information available.